Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc, act, down, and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify no delivery alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. Her doctor advised to have the insulin pump replaced. Customer's blood glucose level was 382 mg/dl. The alarm was resolved with a complete set change. Her blood glucose level was treated with a bolus at the doctor's office. The customer was advised that the device would be replaced and agreed to return the product for analysis.